Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the non device dependent patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited low impedance. When attempted to reprogram the lead, several noise reversion episodes were seen. The lead was programmed back to its original settings. No further intervention was performed, the patient would continued to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information on (B)(6) 2018 stated that the lead was capped and replaced on (B)(6) 2018. No further information was available.